Event description:
The bone cement set prematurely during two attempts to cement delivery. Units from a different lot were used to successfully complete the surgery. There was no adverse consequence for the patient.

Manufacturer narrative:
Summary of evaluation: the results of hte MFR's evaluation suggest that the cause of the event was attributed to environmental factors external to the quality of the product.